Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient e. Coli sample misidentified as shigella boyddi, pseudomonas boyddi and pseudomonas fluorescens. The isolate was tested several times in triplicate. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for misidentification of patient results on a phoenix m50 instrument. The customer alleged that the instrument fails to identify microorganisms. A bd field service engineer (fse) was dispatched to the customer site. The fse did not note any issues with the instrument upon arrival. As a part of troubleshooting and to ensure customer satisfaction, the fse cleaned the instrument and performed a series of standard tests to verify the optical system which included a light source adjustment, cv tests, and filter panel tests. The instrument had passing results for all these tests. There were no issues noted with the instrument or the results. The fse was unable to reproduce the issue. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation; therefore, no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was carried out and revealed no previous cases related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
The information for the additional 510k is as follows: g5. PMA / 510(k)#: k040099 and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient e. Coli sample misidentified as shigella boyddi, pseudomonas boyddi and pseudomonas fluorescens. The isolate was tested several times in triplicate. No health impact or consequence reported.